Event description:
It was reported that during an unknown procedure, there were malformed clips-scissored. During a lung sampling (for a multi sampling organ) the clips cut a bronchial artery when it closed. It occurred an important bleeding and a risk for the sampling. The sampling could be performed without further issues. No more details. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4): information is unavailable; device was not returned for evaluation. Three attempts were made to obtain additional information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The complaint could not be confirmed because no device was returned for analysis. The device history records were reviewed and the manufacturing criteria was met prior to the release of the batches included in this lot.